Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing some discomfort at his scs ipg site. The pt described the discomfort as general soreness at the ipg site. The pt also stated the pain he was implanted for has resolved and he no longer needs the stimulation. The pt is considering having the scs system removed. Surgical intervention may be undertaken at a later date.